Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product and images identified nick and gouges, as well as being fractured into two pieces. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is due to repeated use of the instrument over its 7 year field life, which caused wear and tear and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the provisional broke in half when trialing during knee arthroplasty. All fractured pieces were removed from the surgical site.